Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio opened the device to perform a visual inspection but no discrepancies were observed.  As a precaution, physio reseated the internal cables/connections and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was booting up with a white display.  A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, it it were necessary.  There was no patient use associated with the reported event.